Manufacturer narrative:
A1: patient identifier - updated with the patient's initials. B5: describe event or problem - updated with additional narrative. B7: other relevant history - updated with medical history relating to the patient. G1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email- updated h6: patient codes, impact codes, component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes- updated h7: if remedial act init, type - populated.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure proceeded without incident up until the time of device deployment. The was safely positioned in the laa, in an appropriate position to deploy the 27mm closure device. Before device sheath insertion, the boston scientific representative reviewed proper deployment technique with the implanter, highlighting the need to always perform unsheathing motions, and not advance either the sheath or the device during deployment. The wds was inserted into the was and snapped in place in the correct position. The closure device was then deployed. The device was advanced rather than unsheathed. The entire system was pulled back towards the atrium, in order to move the distal feet of the device away from the back wall of the appendage. Adjustments were made and the deployment was finished. A contrast shot was done to assess device position, and it was immediately clear that contrast was leaving the laa into the pericardium. The patient was in cardiac tamponade and a pericardiocentesis was performed. A surgeon performed a sternotomy in an effort to save the patient. The closure device was attached to the core wire while performing the sternotomy and pericardiocentesis. The physician then recaptured the device and removed the system from the laa after the sternotomy was performed. During the effort to locate the perforation and stop blood from leaving the heart through the perforation, the patient expired. It was further reported that the 6000 units of heparin was ordered following the perforation of the laa. The closure device continued to be deployed despite the perforation of the laa. The patient was then given 400mg of epinephrine. A code was called, and cardiopulmonary resuscitation (CPR) was attempted. A blood transfusion with two units was performed. With the pericardial drain not adequately draining blood, a thoracotomy was performed. Heart function was momentarily restored, and the perforation was sutured. The patient died after the removal of the closure device. Following the death of the patient, the physician evacuated blood and clots from the patient's chest and heart, but could not identify the source of bleeding, which appeared to be coming from behind the heart.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure proceeded without incident up until the time of device deployment. The was was safely positioned in the laa, in an appropriate position to deploy the 27mm closure device. Before device sheath insertion, the boston scientific representative reviewed proper deployment technique with the implanter, highlighting the need to always perform unsheathing motions, and not advance either the sheath or the device during deployment. The wds was inserted into the was and snapped in place in the correct position. The closure device was then deployed. The device was advanced rather than unsheathed. The entire system was pulled back towards the atrium, in order to move the distal feet of the device away from the back wall of the appendage. Adjustments were made and the deployment was finished. A contrast shot was done to assess device position, and it was immediately clear that contrast was leaving the laa into the pericardium. The patient was in cardiac tamponade and a pericardiocentesis was performed. A surgeon performed a sternotomy in an effort to save the patient. The closure device was attached to the core wire while performing the sternotomy and pericardiocentesis. The physician then recaptured the device and removed the system from the laa after the sternotomy was performed. During the effort to locate the perforation and stop blood from leaving the heart through the perforation, the patient expired.